Event description:
Superior attachment system deployed slowly. During positioning of the balloon for the superior attachment system, the jacket guard stopped just distal to the attachment system. The contralateral and ipsilateral attachment systems were deployed. As the device was being retracted, the superior attachment system seemed to have dragged down about 1 cm. Final angio revealed an endoleak. The pt was converted to standard surgical repair.